Event description:
Boston scientific received information that the patient implanted with this right atrial (ra) lead experienced a syncopal episode. The patient was brought to the hospital by ambulance and cardiopulmonary resuscitation (CPR) was performed. At the emergency room it was found the patient had tamponade and open heart surgery was performed. During the surgery, it was found the ra lead had perforated the atrium and may have migrated into the aorta. The device was interrogated and there was no evidence of any arrhythmic events. It was noted that the p-wave measurements had dropped sharply. The physician suspected the syncopal episode was due to the pericardial effusion and that the CPR may have damaged the aorta. The lead was successfully repositioned during surgery and no additional adverse patient effects were reported.

Manufacturer narrative:
Records indicate this lead remains in service without additional complication. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.